Manufacturer narrative:
The evaluation conclusion was not yet available. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.